Event description:
This lead was implanted on (B)(6) 2002. A call to technical services on (B)(6) 2011 states that the device was explanted due to pocket erosion. The lead was not explanted at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).